Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an out of box failure with no patient involved. It was reported on (B)(6) 2016 healthcare professional (hcp) opened a new catheter kit and pin was bent. It was noted as an out of box failure. No medical or therapy problem associated with it. No symptoms reported. Transferred to customer service to get replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.